Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer received a questionable low hemoglobin a1c result for one patient sample from a cobas 6000 c (501) module. The initial result was 5.9% and was reported outside of the laboratory. The physician questioned the result and the sample was repeated with a result of 8.0%. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a fluidic failure of the syringe valves and he replaced the syringe valve bank. The customer ran calibration, qc, and patient correlations with results meeting their criteria. Upon follow up, the customer stated they had no further issues with hemoglobin a1c results.